Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided charging pad, the tandem-provided usb cable, and the tandem-provided wall power adapter. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer was able to successfully charge the pump using a secondary charging pad, usb cable, and wall adapter.